Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 08-jul-2026, UDI#: (B)(4). Product ID: {evfxplus-29}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and advanced to the native annulus over a non-medtronic guidewire. The valve was deployed at a depth of 8 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc). As the dcs was withdrawn from the patient, it interacted with the valve frame causing the valve to dislodge to a new depth of 8 mm on the ncc and 0 mm on the lcc. Per the physician, the valve may have been too small, and this could have contributed to the dislodgement. An additional valve was opened during the procedure but was never used. Following the procedure, the patient was hospitalized. Surgical explant of the dislodged valve was planned. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the nose cone of the delivery catheter system (dcs) jumped back upon retrieval which may have contributed the the valve dislodgement. Subsequently the valve was explanted one day later. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no symptoms were noted due to the dislodged valve, and the patient was stable following the valve explant.